Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/03/2020. Additional information: d10, h6. Additional h3 investigation summary: it was received for analysis seven unopened samples. Of product code w9962, lot plbgkmc0. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4)number, and no non-conformances were identified. Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm that there are no patient consequences? Device return status follow up? Events were submitted via 2210968-2020-03899, 2210968-2020-03900 and 2210968-2020-03901.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and the suture was used. During the surgery, the suture broke mid strand while tying. Another suture box of different lot was used to complete the procedure. Additional information has been requested.